Event description:
In 2008, a sales rep reported that after repair of a laceration with dermabond (r), the wound opened up. No case specifics were provided. At the time there was no mention in the report that the pt required additional treatment or medical intervention to preclude serious injury; therefore, the event was deemed not reportable. During a follow up call the following month, the reporter stated that she is not aware of how the pt was cleaned or dried or how the product was applied. She stated that the ER sees the pts after their physician or pa has applied the product. In this particular event, the laceration opened and required to be closed with steristrips. The event was re-evaluated and deemed reportable on the basis of additional medical intervention.

Manufacturer narrative:
Some information for this report may not have been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The package insert indicates that the adhesive should not be used in areas exposed to prolonged moisture or friction. The area should be dry prior to applying the adhesive to assure direct contact for adherence of the adhesive with the skin. Package insert also states that pts treated with dermabond(r) topical skin adhesive should be instructed that until the polymerized film has sloughed naturally (usually in 5-10 days) there should be only transient wetting of the treatment site. The patient may shower and bathe the treatment site gently. The site should not be scrubbed, soaked, or exposed to prolong wetness until the film has sloughed off naturally and the wound has healed closed.